Event description:
The pt's device was over-discharged and a power on reset displayed. The pt was going to have a lead revision today. Further info has been requested.

Manufacturer narrative:
(B)(4).